Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they have been falling a lot and that this has been going on for at least 6 months. Patient then reported that she is on program 3 and that it is working and shocking her right now and added that she "hasn't felt it in a long time" and that she "turned it up until it started shocking me." Patient further explained that during one of her falls, she thought she was on a different program and was not feeling anything for that program after the fall and does not think that program 4 ever worked. Patient also reported that they have been having trouble with her bladder for "probably 6 weeks." Pat agent guided patient through changing program from 3 to 2 and patient reported feeling the stimulation and adjusted to a comfortable setting. It was also reviewed with patient turning stimulation down or off if experiencing shocking sensation. Patient was also directed to follow up with their health care professional to check their device due to multiple falls. No further complications were noted or anticipated.